Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a dexcom g7 after a morning meal announcement and an infusion set change, with the ilet display showing three lines that indicated a temporary cgm communication interruption, followed by guidance to troubleshoot infusion delivery and replace the site to a new location, after which insulin delivery resumed. Symptoms included elevated blood glucose up to approximately 400 mg/dl for about 6¿8 hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included no reported acute health effects. Investigation included remote troubleshooting, confirmation of tubing priming with visible drops, site removal to check for a bent cannula, and reinsertion of a new infusion set in a different location. Investigation of this case revealed no hardware alarms, no bent cannula, and restoration of insulin delivery after site replacement, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.